Event description:
During a stenting procedure, a leakage in the balloon was noted after an unsuccessful attempt to deploy a 2.5 x 23mm cypher stent at the target lesion (proximal left anterior descending artery), contrast medium was confirmed leaking angiographically from the tip of the balloon during the inflation attempt. The balloon did not inflate at all and the stent was not deployed in the patient. The lesion was de novo with an 80% stenosis. Vessel calcification or tortuousity was not evident. There was no reported patient injury. The product was clinically used and will be returned for analysis. Additional information will be submitted upon 30 days of receipt.